Event description:
It was reported during implantation of an acutrak 3 mini screw, the surgeon had two t8 cannulated stick fit hexalobe driver tips break while inserting the screw. After the first driver tip broke, the screw was successfully removed. A fresh guide wire was inserted, the bone was redrilled, a fresh screw and fresh stick fit driver was used on the 2nd attempt to implant, and the driver tip broke again. A nonstick fit mini driver tip was used to finish implanting the screw. The surgery was completed after a 5-minute delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00437 and 3025141-2023-00439 for the other driver and screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two t8 cannulated stick fit hexalobe drivers (part number 80-4155, batch number 589808) were returned for evaluation. The returned drivers were examined visually under magnification. The fracture line appears to be roughly following a 45-degree angle for both driver tips. The fracture line appears to have a subtle spiral-like presentation. Yet, the majority seems to reside on a planar like surface. The observations match a classic description of a possible torsional failure mode. This also appears consistent with the description from the event (i.e. Driver tips broke during screw insertion). However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.